Manufacturer narrative:
The reported events of inadequate high voltage output and increased high voltage lead impedance were not confirmed. As received, a complete lead was returned in one piece. The visual and x-ray examinations did not find any anomalies on lead body except procedural damages. Electrical tests did not find discontinuities or shorts on any conduction paths. Both the high voltage and pacing lead impedances were normal.

Event description:
During follow-up, increased high voltage impedance was observed on the right ventricular (rv) lead resulting in the disabling of high voltage therapy. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.